Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent and fractured catheter tip remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.